Event description:
It was reported that the customer's meter was not sending the reading to the insulin pump and she received a reset alarm. Customer's blood glucose was 408 mg/dl and treated with manual injection. Customer asked for a new belt clip. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.